Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. (B)(4).

Event description:
According to the reporter, the surgeon used a blunt port which fell apart on her. She feels that they are very flimsy and dangerous.